Event description:
It was reported to philips that geometry was partly available. The device was in clinical use at the time of the event. No harm was reported to patient or user. A philips field service engineer (fse) inspected the system onsite and verified the reported issue. Fse replaced a network cable and the dcps and then the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was for coronary (diagnostic) procedure. The procedure continued after restarting the system. The review of log file shows geometry errors. Upon further inspection, fse was found that the geometry pc lost communication with hybrid box. Philips engineer replaced power supply and reseated connections in r cabinet. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.